Event description:
Pump declared alarm 20, which happened during pumping, but did not cause customer's blood glucose level to exceed 500 mg/dl. Cts assisted customer in loading a new cartridge using the proper technique; however, cartridge alarm recurred, preventing successful resumption of insulin therapy. Customer was instructed to revert to mdi as backup therapy, and a replacement pump was arranged. Pump was to be returned using a pre-paid label, with the customer knowledgeable about placing the pump into storage mode prior to return.